Event description:
It was reported during an endoscopic bronchial ultrasound, after biopsies were obtained on the left lung, the physician noticed ¿something did not look right¿. The physician switched to a regular scope and noticed a large full tear at the level of the right bronchus intermedius measuring about 2-3cm in size with exposure to mediastinal structures. The patient was extubated and over the course of 12 hours developed significant subcutaneous emphysema and required a repeat bronchoscopy with placement of a stent and gluing of the tear. The physician did not feel this event was related to intubation; the initial airway examination with a regular scope showed completely normal airway anatomy. It was stated that the patient was ¿doing well for the time being¿ but repeat bronchoscopies would be required and significant morbidity was noted.